Event description:
The customer reported the pouch is drilled.

Manufacturer narrative:
The product was returned for review. The seal of the pouch is complete. There is a straight cut measuring 3 inches on the poly side of the pouch. This product is packaged twenty to a box. The two flaps on the end of the box are folded over and taped. If a cutting utensil is used to open the box and is pushed deep enough while cutting the tape, the top pouch may be cut as seen on the returned pouch. This is the first report of this occurring. The defect is readily visible by the customer. We will continue to monitor and trend to take action when necessary.